Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's system controller was not transmitting data. A new patient cable, power module, system monitor/ heartmate touch setup was obtained, and the issue persisted. A system controller exchange was performed, and no damage was noted on the system controller. The controller exchange resolved the data transmission issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event the system controller not communicating with the system monitor was confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis in unremarkable condition. The system controller was connected to a test power module and system monitor and operated in charge mode as expected. The system controller was then connected to a mock loop and was able to operate the pump at the set speed for an extended duration without any issues or alarm activating; however, the controller was unable to communicate with the system monitor. The system controller was disassembled and several components, u9, d57, and d84 were found damaged due to an electrical compromise. Damage to these components would result in the reported issue. No further testing was performed. The root cause for the reported event was determined to be due to electrically compromised components; however, a root cause for the damage was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 14may2024. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.